Event description:
The patient was seen at implant center for device evaluation. Testing conducted at center demonstrated that the device was no longer functioning. Revision surgery was scheduled. Patient was reimplanted with another clarion device.